Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent revision breast augmentation with 375cc mentor memorygel breast implantation the right and with an unknown size unknown gel implant on the left side and was presented with capsular contracture; baker grade iii on the right side and pain and device migration on the left side postoperatively. As a result, the right side was explanted and replaced with catalog #; 3503754 bc sn (B)(4). However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left side. This report is for the patient¿s left-sided device.